Event description:
A discordant, falsely low vancomycin result was obtained on one patient redraw sample on a dimension vista 500 instrument. The patient was redrawn after a discordant result was obtained on the initial patient sample and reported to the physician(s), who questioned the result. The redraw sample was tested in duplicate on a different dimension vista instrument than the original sample. The first replicate was lower than the initial result and the second replicate was higher, matching the clinical expectations. The redrawn sample was repeated three times on the same instrument and on an alternate instrument, resulting higher. The original sample was also tested on the same instrument and on an alternate instrument, resulting higher on both. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated the discordant results were specific to one patient sample. The customer ran quality controls, which were acceptable. The cause of discordant, falsely low vancomycin results was related to the sample issue. The instrument is performing according to specifications. No further evaluation of the device is required.